Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for generator change. During procedure when the svc pin was connected to the svc port it was found to be loose and high voltage lead impedance was noted. Upon connecting the lead to the psa and old device the impedance was found to be within range. The device was not used. The patient was stable and would continue to be monitored.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.